Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One used sample was received for analysis with solution bags connected to the supply line, heater line, and last fill line. Visual inspection was performed with the naked eye and a hole in one solution bag was noted. Functional testing, including leak testing, clear passage test, clamp function test, and device to device interaction testing, was performed. Leak testing identified a leak from the hole in one solution bag. Device to device interaction testing noted system error 2240 alarm when the solution bag with the hole was used. When the solution bag was removed from the setup there were no alarms noted. The reported condition was verified. The cause was determined to be a leak in the solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.